Manufacturer narrative:
Customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the needle got stuck in the vial of insulin. The returned syringe was examined and no defects were observed on the sample. Customer also returned a photo of a syringe and insulin vial. The photo was examined and exhibited the cannula broken off in the vial. A review of the device history record was completed for batch# 8043589. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing under investigation child 1292305, "on 11th nov 2019, holdrege received photo of a(1) loose 1/2cc, 31g * 6mm syringe with needle separates from hub on lot # 8043589. After visual inspection of the photo sample, it appears that the needle got stuck in the vial of insulin. The photo was examined and exhibited the cannula broken off in the vial, but it is needle separates from hub. Process: racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under one infrared radiation lamp, which causes the adhesive to cure. Then the rack travels through pim, which looks for adhesive (over, excessive and insufficient). The racks run through the cascade for lube application and then through the lumen blow. Then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: reviewed the logbooks for machine adjustment on the process, replaced clippard valve on edf applicator valve. So during turning on or of the valve it might take slower to actuate. A review of the device history record was completed for batch# 8043589. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause: root cause cannot be determined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle got stuck in the vial of insulin. This was discovered during use. The following information was provided by the initial reporter: customer reported that before using the syringes she had a test on a medtronic I-port advanced device and a needle from the mentioned lot got stuck in the device and thought it was a problem with I-port that the texture was not the same as human skin she mentioned, but when using another syringe from the same lot the needle got stuck in the vial of insulin. Pr#1183062 - needle attached in the bottle.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle got stuck in the vial of insulin. This was discovered during use. The following information was provided by the initial reporter: customer reported that before using the syringes she had a test on a medtronic I-port advanced device and a needle from the mentioned lot got stuck in the device and thought it was a problem with I-port that the texture was not the same as human skin she mentioned, but when using another syringe from the same lot the needle got stuck in the vial of insulin. Pr#: (B)(4) - needle attached in the bottle.